Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild tortuosity. Pre-dilatation was performed and the 2.5 x 15 mm multi-link 8 stent delivery system (sds) was advanced, but failed to cross due to the anatomy. During removal of the sds, resistance was noted again. It was observed that there was a flared stent strut at the mid area of the stent and a bent strut at the proximal stent. No further treatment was performed and the lesion was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.